Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, experienced accucath user utilized a 20 ga accucath. Went to safety the needle of the accucath IV and the needle failed to safety additional info received 05/18/2023 "the retracting mechanism was faulty. She attempted to push the retraction button and it became stuck in the downward position. Another vascular rn happen to stop in the room and attempted to trouble shoot also but was unsuccessful. The needle, cath and guide wire were all withdrawn from the patient. Once out of the patient the rn attempted to retract the needle by pressing it on the counter. It did retract but popped right back out as if whatever keeps the needed in the chamber was not working." Additional information received 05/22/2023: it appears the issue was both a needle retraction and a safety shield activation failure. No patient harm was reported, but patient was stuck and everything had to be removed. Patient was a female in her 80's.